Event description:
On (B)(6) 2020 eeg performed for a recording duration of 20:06 minutes utilizing nuprep 10/20 eeg paste and gauze pads. No tape was used. On (B)(6) 2020 wound care reported "multiple areas to forehead with possible breakdown from eeg performed since admission due to chemical burns"; 10/20 an - as necessary.